Manufacturer narrative:
Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The pump was returned for analysis. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via log file analysis which revealed an increase in power consumption starting on (B)(6) 2017. Failure analysis of the returned pump revealed that the device passed visual examination, functional testing and dimensional verification. Pathological examination revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high-power event can be attributed to external factors such as thrombus formation/ingestion. Based on the available information, clinical factors that may have contributed to the reported event include the patient's past medical history and related comorbidities and possible issues with therapeutic anticoagulation and antiplatelet medications. Although the root cause of the reported event cannot be conclusively determined, there are possible patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Thrombus is a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that the patient underwent hvad to hvad exchange on afternoon of (B)(6) 2017 for suspected pump thrombus. The patient was admitted on (B)(6) 2017 with +2 blood in urine, lactase dehydrogenase (ldh) 601, international normalized ration (inr) 2.5. Log files were sent in showing an increase in flow/power but within normal operating ranges. Bival infusion was started on (B)(6) 2017.  The ldh on (B)(6) 2017 was 1953,  plasma free hemoglobin pf hgb 56.2, decreased urine output and urine dark brown. The pump parameters were 2900, 5.3-6.2l, power 5.7-6.1w.